Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted for an unknown implant duration due to aortic stenosis and insufficiency. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted for 11 years, four (4) months, underwent valve-in-valve procedure due to aortic stenosis and insufficiency. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
Added information to a2, a3, b5, d4, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.